Manufacturer narrative:
(D10) concomitant device(s): 320-15-04 - rs glenoid plate r post aug 8 deg, right, 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
Approximately 4 year(s), 11 month(s) and 16 day(s) post-operative of a right tsa, the patient presented with a stiff shoulder. The patient reports unable to move/ have function in arm. The patient was recommended to have x-ray guided nerve block to help with pain, and the outcome of this event is considered continuing. The clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The reason for the pain and stiffness reported cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6 impact code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.